Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient orders were delayed crossing over to pyxis. The customer stated that this event caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date, section d medical device catalog, medical device serial, unique device identifier, medical device model #, section d concomitant med prod data d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory was delayed. The technical support specialist (tss) identified a structured query language latency, high resource usage during tracing maintenance and the detailed information was selected in the care fusion coordination engine configuration. The tss unchecked the detailed information, shrank the database and resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were delayed crossing over to pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.